Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an error code 46011. There was no delay of therapy. The event occurred during set-up.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review of the device showed no previous services. The customer reported issue was confirmed through visual and functional testing. The device and software were updated for better operation and to avoid future errors. The device passed all testing criteria.